Event description:
It was reported that the user experienced hyperglycemia when the ilet delivered less insulin than expected for meals, with the user noting typical dinners received approximately 4 units instead of a usual 8 to 10 units and attempts to select ¿more¿ resulting in about 6 units, which the user perceived as insufficient; no device component implicated and the medical device problem was not characterized due to insufficient information. Symptoms included an increase in blood glucose consistent with hyperglycemia, with clinical details not further characterized. Outcomes included no characterized health impact beyond insufficient information. Investigation included communication with the user and analysis of information provided by the user regarding meal announcements, correct timing within 30 minutes of eating, appropriate meal size selection, and guidance on use of ¿less,¿ ¿more,¿ and snack protocols. Investigation of this case revealed no findings available and no device component identified, with the medical device problem not established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.